Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent button alarms (button alarm 22). The customer's blood glucose level was over 500 mg/dl and was addressed with a manual injection. Tandem technical support educated the customer to prevent items from pressing on the button.